Manufacturer narrative:
(B)(4)

Event description:
It was reported when a fatigue patient presented a merlin transmission, the device was found to be in backup vvi mode. The issue was resolved by installing a device download. No further information is available.